Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the health care professional (hcp) on 2017-06-30 reported that there was an error. The hcp was unaware of lead migration on (B)(6) 2017. The patient contacted the manufacturer representative for the issues. The cause of the stimulation being in the patient¿s back instead of their rectum was not known. The event on (B)(6) 2017 was clarified that where the lead connected was broken. The broken lead was pulled and the device program was changed to the other side. The cause of the broken wire was unknown. The patient reported that they did not refrain from bending. The device would not be returned for analysis. Patient weight at the time of the event was reported to be (B)(6) lbs. No further complications were reported.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, lot# unknown, implanted: (B)(6) 2017, product type: lead. (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with a basic evaluation trial device. It was reported the patient thought the lead(s) had migrated. The patient wanted to know how she could tell if the device is working or not because she was not feeling stimulation at the time of call. Patient had a dream and was concerned the movement may have moved the lead. Stimulation was raised and the patient was relieved that she was able to feel it because she thought she may have pulled the lead; the issue was resolved. On (B)(6) the patient reported constipation and diarrhea. The controller showed ¿settings not available¿. It was also reported that when the patient was on her side she felt a vibration in her back not in her rectum where she usually feels it. On (B)(6) the patient reported one of her wires broke. The hcp (healthcare professional) fixed the wire and set the stimulation to a comfortable level. On (B)(6) the patient stated that with the right side set at 3.0 ma amps she felt cramps, the stimulation was too high; patient was advised to turn the stimulation down and contact their hcp. No further complications were reported or are anticipated.